Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient passed away due to natural causes. Nevro attempted to obtain additional event details; however, the information was not available.